Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the trigger/slider was blocked and jammed. It was further noted that the reverse trigger was blocked, and the pin in the housing was damaged. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that before an unspecified surgical procedure, it was observed that the compact air drive device was defective. During in-house engineering evaluation, it was observed that the trigger/slider was blocked and jammed. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.